Manufacturer narrative:
Correction: b5. B5: there was an unspecified quantity of extension sets (previously reported as one). Additional information: b1, b5, b7, d9, h1, h3, h6, h11. B5: upon additional review, the extension sets were determined not to be a factor in the reported adverse event. H11: seven (7) actual samples were returned for evaluation. Visual inspection was performed by the naked eye and a hole in the surface of the tubing greater than 0.6mm2 was observed in one sample and not in the other six (6) samples. Functional tests were performed; which included leak, clear passage, and clamp function tests. A leak from a hole in the tubing of one (1) sample was observed and no issues were noted on the other six (6) samples. Therefore, the reported condition was verified on one (1) sample and not verified on the other six (6) samples. The cause of the reported condition was determined to be manufacturing related caused by the pallet gripper during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced report of "air in system caused air in diaphragm" while using vantive extension set with luer. It was further reported that the extension line "had breaches in the lines looking like a small cut". It was not reported if the patient was hospitalized for the event. The patient was given unspecified antibiotics. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.